Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the patient had an arterial catheter placed for surgery. The art line/transducer system had blood back up within the tubing and was leaking blood at the septum. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.